Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.